Event description:
Pt was smoking a cigarette, removed oxygen but due to oxygen rich environment, when she dropped her cigarette it ignited the couch on fire per fire chief report. Received report from fire chief 07/19/2019 with event details.